Event description:
It was reported the valve on the brk needle was broken. It is unk as to whether the needle was inserted into the pt when this was noticed. No adverse consequences to the pt were reported.

Manufacturer narrative:
We are in the process of evaluating this device. When our investigation has been completed, a follow up report will be submitted. Date report submitted to FDA by manufacturer: 10/20/2010. Date the initial reporter provided the info to the manufacturer: (B)(6) 2010.